Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the screen of the gastrointestinal videoscope experienced a noisy image. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This report is a correction to capture that the event was submitted in error. At the time this was submitted, this issue was not reportable as it would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.